Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-101: user used the wrong strip. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated everything is working fine.

Event description:
Consumer reported complaint for e-7 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky and agitated. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer (customer was using wrong strips). The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.